Manufacturer narrative:
The li-ion battery involved in the reported complaint will not be returned for evaluation because the customer plans to dispose of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.

Event description:
The autopulse platform stopped working during shift check with the autopulse li-ion battery (sn unknown). The customer replaced the battery with another one, and the platform worked without problems. Afterward, the customer charged the reported defective battery, but the battery was unable to be charged successfully. The customer provided no further information. No patient involvement.